Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 24, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to electrode migration. There are no plans to reimplant the patient with a new device as of the date of this report.